Event description:
It was reported that the atrial lead exhibited noise, varied sensing and varied impedance. During the explant procedure an insulation anomaly was noted. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).